Manufacturer narrative:
This report is submitted on january 5, 2023

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 (reason for the explant unknown). The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). Correction d6b: date of explant is on (B)(6) 2022; not on (B)(6) 2022 as previously reported. This report is submitted on january 27, 2023.

Manufacturer narrative:
This report is submitted on february 15, 2023.